Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2014. According to the complainant, the stent was being used to treat a 9 cm stricture. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician attempted to deploy approximately the last 3 cm of the stent when the deployment suture could no longer be released. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the device was received with the stent almost fully deployed. The investigation noted that the entire covered area of the stent was released but that the last 23mm of the deployment suture were still undeployed. During analysis, it was possible to fully deploy the stent without issue. No issues were noted with the profile of the deployed stent. The noted issue is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2014. According to the complainant, the stent was being used to treat a 9 cm stricture. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician attempted to deploy approximately the last 3 cm of the stent when the deployment suture could no longer be released. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.